Event description:
It is reported that the lesion exhibited 80% stenosis. There was mild resistance encountered in advancing the device. The device was not moved or repositioned prior to the burst. It is reported that there was a sudden drop in pressure.

Event description:
The physician was attempting to deliver a resolute onyx drug eluting stent to a lesion in the proximal ostium of the left main (lm) coronary artery with stenosis, severe calcification and severe tortuosity. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. It is reported that the physician delivered the stent to the lesion in the calcified vessel. It is unknown if resistance was encountered when advancing the device but excessive force was not applied during delivery. The device did not pass through a previously deployed stent. The physician began inflation but the stent failed to deploy due to balloon rupture. Blood was noticed in the inflation device. It is reported that the issue was observed during stent deployment/balloon inflation. The balloon was inflated to 5-8atms prior to the rupture/burst or leak. It is reported that the balloon only partially inflated. The balloon came free from the stent and the physician was unable to re-cross and deploy the stent. The case was abandoned and the patient returned to the lab the following day. The stent was ballooned to the side of the vessel and a non-medtronic stent was deployed to cover the vessel. No additional clinical sequelae were reported.

Event description:
Cine image review: procedural images have been returned and show calcification evident throughout the vessel. The image appears to confirm the issues reported by the account. The resolute onyx stent appears to be only partially deployed, the stent appears to be in a dog bone shape. The profile of the partially expanded stent suggests that there was a leak in the balloon or inflation lumen of the device preventing full stent expansion. Further images taken the next day show the ballooning of the vessel in order to crush the stent into the vessel wall, the competitor stent is used to crush the stent further into the vessel wall.

Manufacturer narrative:
(B)(6). Inherent risk of procedure (stent deformation, balloon rupture). Patient¿s condition affected effectiveness of the device (lesion morphology - 80% stenosis, severe calcification and severe tortuosity). No device received for evaluation. No results available since no evaluation was performed (device or procedural notes were not returned for evaluation). Known inherent risk of a procedure (stent deformation, balloon rupture). Device failure related to patient condition (lesion morphology - 80% stenosis, severe calcification and severe tortuosity). Unable to confirm complaint (device or procedural notes were not returned for evaluation). Device not returned. (B)(4).